Event description:
Tap - it was reported that 159 days after implantation of a 2.5x16mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, a completely occluded lesion was located in the 1st diagonal artery. The lesion was pre-dilated with 2.5x12mm sprinter balloon inflated to 12 atms which resulted in reestablishment of distal flow in the vessel. Subsequently, a 2.5x16mm taxus stent was deployed to 11 atms at the lesion. Post-intervention results were reported as "residual 0% stenosis". The patient received heparin, integrilin, and intra-coronary nitroglycerin during the procedure. Patient complications were reported as "no complications". The patient presented 159 days after the initial procedure with 40-50% in-stent restenosis in the proximal 1st diag artery. A "trickle of flow only seen beyond the stent." A kissing balloon maneuver was then performed on the lad and the 1st diagonal artery using a 2.5mm diameter balloons in the 1st diagonal artery. Post-intervention results for the restenotic region of the 1st diagnoal artery were reported as 20-30% stenosis with dissection through the origin of a branch. The physician elected to medically treat the remaining stenosis in the 1st diagonal and possible microembolism in the secondary branch of the 1st diagonal artery. No information was reported on complications.

Manufacturer narrative:
The complainant indicated that the stent remains implanted, and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch #7905935 have been reviewed and no issues or discrepancies were found. Should further relevant information become available, a supplemental medwatch report will be filed.